Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room with a pocket infection and erosion. The system was explanted on (B)(6) 2018 and the patient was stable.